Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the keypad traces, electronic assembly or motor. The insulin pump was also received with some cosmetic damage.

Event description:
It was reported that the reservoir was leaking and there was moisture in the insulin pump. Customer's blood glucose reading at the time of the call was 21 mmol/l. No further info reported.